Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that air/water nozzle loosened, light guide fiber bundle (lcb) broken, control body complete fluid damage, light guide cable buckled, suction channel leakage, segment fluid damage, u/d and r/l pulley wires fluid damage, lg cable connector fluid damage and electrical connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.